Event description:
On (B)(6) 2011, husband reported, the insulin cartridges were leaky where the cartridge plunger and the infusion device piston rod meet. The patient discovered the leak when completing the cartridge change procedure. Insulin cartridges were replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.